Event description:
Surgeon cut ureter and u-kit with endo-shears or harmonic scalpel. U-kit was severed by the cut 15-20cm from the distal tip. The ureter closed up by itself. The intact and severed portions of the u-kit were removed by the urologist. Pt is healthy.